Manufacturer narrative:
The device was returned as part of the asset return process, the b30 error was due to a defective receptacle and the noise in image was due to a defective printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that noise in image due to defective circuit board. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that b30 error and image noise occurred due to communication abnormality with the scope caused by failures of receptacle unit and circuit board. Olympus will continue to monitor field performance for this device.